Manufacturer narrative:
(B)(4).

Event description:
It was reported after the system was implanted, bleeding was observed at the device site. The patient had chest discomfort near device site. The issue was addressed with medications and a sandbag at the site. Bleeding continued on the next day. The patient returned for inspection with pain at the device site. Bleeding were restored by pocket revision with electrocautery. The pain was restored by percocet. No issues were reported after revision. The patient remained in the hospital for a couple of days. The patient did not experience bleeding but returned days later with oozing. Hematoma was again noted. The device site was cleaned. Patient was administered new medications. The patient was followed-up the following week and no adverse consequences were reported. The patient will return in september for a follow-up.